Manufacturer narrative:
(B)(4). No devices or photos were supplied; therefore a determination on the condition of the impactor could not be made. Based on lot number, the impactor has an approximate field age of 9 months. No previous complaints have been reported for this lot. The device is used for treatment. The reported event spoke of not being able to engage the "solid glenoid" with the impactor. This indicates use of a provisional glenoid with the impactor, rather than the implant. The tm glenoid impactors were design to hold the implant, rather than the provisional. The surgical technique states "to insert the appropriate size solid color trabecular metal glenoid provisional into the keel opening with the glenoid inserter". A definitive root cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the glenoid impactors are not engaging properly with a mating component.